Event description:
When MRI staff are inserting an IV and try to advance the catheter, or adjust the needle or catheter, the needle is pushing through the catheter causing the patient to undergo additional IV attempts. This has happened several times in the past weeks. (B)(4).